Event description:
There was a separation of the tubing just above the tactile pump, which was nearly completely severed. The tubing was traced up to the reservoir and the reservoir was identified and removed. There appeared to be a small left inguinal hernia near that area.